Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed. No motor error alarm noted. Device was received with cracked battery tube thread, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime on (B)(6) 2015. The customer stated he was changing the set and had low blood glucose of 37 mg/dl which he treated with glucose tablets and his wife gave him soda. The drive support cap is flush. The device was not exposed to a magnetic field. The alarm history was checked and no motor error was found. The alarm history actually showed a no delivery alarm on (B)(6) 2015. Blood glucose value at the time was 276 mg/dl. Customer disconnected the insulin pump. The insulin pump was replaced and returned for analysis.